Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 546 mg/dl; cause was not known. Reportedly, customer contacted a healthcare provider to discuss bolus treatment. Customer declined tandem technical support's offer to perform a system check. Reportedly, customer used u-500 insulin in the cartridge and tandem technical support educated the customer that the insulin was not labeled for use with the cartridge.